Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) was unable to duplicate "gas loss" alarm. The fse completed system checks. There were no leaks found, and calibration was within factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to customer for clinical use. There were no parts replaced.

Event description:
Customer stated that the intra-aortic balloon pump (iabp) exhibited a rapid gas loss. The biomedical engineer at the facility stated that the failure could not be reproduced. The circumstances in which this event occurred are unknown. There was no patient involvement or adverse event reported.